Manufacturer narrative:
A customer in ireland notified biomérieux of obtaining a streptococcus pseudopneumoniae result instead of streptococcus pneumoniae in association with their vitek® ms instrument (ref. (B)(4), serial number (B)(6)). However, additional testing of the isolate gave a susceptible result for optichin (presumptive for s. Pneumoniae) and a positive latex kit result (specific to s. Pneumoniae). Investigation: fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 17 and 18 sep 2020. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Sample data analysis: by reprocessing the customer data with vitek® ms kb v3.2, eight (8) spectra led to a single choice of streptococcus pseudopneumoniae and two (2) spectra led to noid result. The potential misidentifications were obtained with a good identification score level but with an heterogeneous number of peaks (varying between 58 and 100). This is commonly explained by a non-optimal spot preparation of the sample strain (culture, spot, different operato). Biomérieux quality control laboratory reproduced the vitek® ms customer results as streptococcus pseudopneumoniae. The isolate was sent out for whole genome sequencing to verify the organism identification and a s. Pseudopneumoniae result was obtained. Conclusion: the biomérieux laboratory result is in accordance with the customer¿s vitek® ms results. The device did not provide any misidentification, thus there is no product malfunction. Identification as streptococcus pseudopneumoniae was confirmed. Root cause: no problem detected as no device malfunction occurred. The system performed as designed and intended, and the customer obtained a correct identification result.

Event description:
On 23-sep-2020, a customer in (B)(6) notified biomérieux of a misidentification of a streptococcus pneumoniae as streptococcus pseudopneumonia when testing with the vitek® ms instrument (ref. 410895, serial number: (B)(4)). The customer stated that the isolate was optochin sensitive on the direct horse blood agar plate. Latex was performed and it was latex positive for strep. Pneumoniae. Testing twice with the impacted vitek ms instrument gave an identification as strep. Pseudopneumonia (with 99.9% of confidence). However, the isolate was also put on sheep blood agar and it was optochin resistant. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.